Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead experienced a ventricular arrhythmic storm. Numerous shocks were delivered by the device and external defibrillation was also delivered by medical personnel. Upon device interrogation following the arrhythmic storm, the device exhibited a code 1005 alert. The alert was due to an open circuit condition that was detected during delivery of one of the shocks; this single shock had a measured shock impedance of greater than 125 ohms and did not convert the arrythmia. The other shocks delivered during the arrhythmic storm had in-range shock impedance measurements of approximately 95 ohms and appropriately converted the fast ventricular arrythmia; however, the patient's fast ventricular arrythmia continued to reoccur. The final episode recorded by the device during the arrhythmic storm showed an appropriate shock delivered with a normal shock impedance of 94 ohms, and this shock successfully converted the fast arrythmia. Bsc technical services (ts) was consulted, and a review of the system integrity was recommended. The ts consultant noted that a code 1005 alert is typically associated with a lead integrity issue that may be intermittent; however, a device-related issue could also not be ruled out. Additional information was recently received from the field indicating that the patient was in an automobile accident and admitted to the hospital on the same day the patient experienced the arrhythmic storm (26 january 2023). The patient was subsequently monitored in an intensive care unit at the hospital and it was reported that the patient passed away the following day. The cause of death was reported to be an undersupply of oxygen to the brain, caused by the car accident. The device and lead were not explanted post-mortem. Bsc ref: 16189374, FDA ref: 2124215-2023-05996.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided. This correction report removes device codes that were added in error on the previous report. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 125 ohms), high pacing thresholds, loss of capture and noise. The device remains implanted. No adverse patient effects were reported.